Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat rectal prolapse plus obstruction and mesh was implanted. It was reported that following insertion of the mesh the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia and vaginal scarring. It was reported that the patient underwent cystocele repair on (B)(6) 2007. It was reported that on (B)(6) 2010 the patient underwent partial mesh removal due to mesh erosion. (B)(4).

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent the concurrent procedures of a transabdominal rectopexy and partial resection of the rectum during mesh implantation.

Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2006 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.